Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5202767), being used with the complaint sensor, was returned on (B)(6) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the transmitter (stt-gl-003 / 6c9ky) that was used with the complaint device was provided for investigation. A follow-up report will be submitted upon completion of device evaluation. Additionally, the sensor was inserted into the arm. The dexcom g4 platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).